Manufacturer narrative:
The device passed testing by appropriately alarming when a proximal occlusion was present. Although the device passed testing, it was noted that the proximal pressure sensor pad was not centered. This may not caused the customers reported event that the device did not detect a proximal occlusion. A probable cause for the proximal pressure center pad not centered is misuse in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when a proximal occlusion was present. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.